Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with buttons specifically the up and down has to push much harder for response. The insulin pump alarmed false unexplained no delivery, also the battery life was diminished. The customer also stated that the battery had to change more often than originally. The insulin pump will not be returned for analysis.